Event description:
It was reported that right hip revision surgery was performed due to pain, metallosis, elevated metal ion levels and bone loss.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no other relevant medical information was provided and no other information on the consequences of this event was provided. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that, during the procedure, the femoral trail head (for oxinium ball head) was dislodged from the stem (emperion), which could only be retrieved with a retroperitoneal approach (the trail head was at the retroperitoneal/iliac space).